Manufacturer narrative:
Product analysis: functional evaluation identified leakage at the distal tip of the instrument. Microscopic examination identified a stylet puncture of the inner tube. The above observations are consistent with inner tube puncture due to stylet re-insertion while the ibt was bent. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient with primary osteoporosis and compression fracture underwent balloon kyphoplasty. Intra-op, a marker inside of a balloon was deviated. The doctor inserted the inflatable balloon tamp (ibt) into the vertebra after preparing pilot hole. When positioning with intra-operative imaging was confirmed, the marker on the tip deviated more anteriorly than usual, so it was judged that no safe surgery could be performed. Hence, it was exchanged with a new product and the surgery was completed. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.